Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 450 mg/dl. The patient was dehydrated, and had been vomiting as well. The patient stated that she woke up with high blood glucose levels, and never got a no delivery alarm. The patient declined troubleshooting at the time of the call as she did not have supplies. Advised the patient to call back at any time to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.